Event description:
Patient reported that their implant pocket was too big and the implant moved. The issue began right after surgery. Patient's representative noticed after taking the staples out that the pocket was too big. Patient's hcp sewed the implant pocket down so that the implant wouldn't move but their implant battery was moving again. The implant battery was not flat so they would have to flatten the implant to charge their implant. Patient took over an hour to charge the implant and the implant stayed at 70%. During the call patient restarted the recharger and advised patient to sit up when charging the implant and to avoid moving around. Implant was at 70% and the quality was still going back and forth between good and excellent. Patient turned therapy on and agent advised patient to also try turning the therapy off to charge the implant faster. Agent redirected patient to their hcp to address the issue. Patient mentioned their hcp may have to move their implant to the other side and that the hcp was afraid of an infection. Patient mentioned this was scary for them and that they had back surgery then they got this. Agent understood this as patient had back surgery before their implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the battery was difficult to charge; ins was tilted. A revision took place on march 28.